Event description:
There was an allegation of a questionable sodium electrode result from the cobas 8000 ise 1800 module for one patient. The initial result was 125 mmol/l. The repeat results were 136 mmol/l and 137 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) checked all of the suction lanes within the bulk reagent bottles and they were okay. The fse cleaned the electrode flow path, cleaned the dilution bowls, vacuum and sipper nozzles, and replaced the sodium electrode. The fse also ran primes, completed an ion-selective electrode (ise) check, and qc, which were passing. The investigation was unable to determine a direct root cause. The customer did not report any additional events.